Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module delivered the medication faster than intended. This was encountered in the facility's cvicu. In discussion with the bedside nurse, she felt strongly that user error by anesthesia contributed to this error, and not device misfunction. She reported no issues with the devices. There was no information on patient outcome. Devices were not sequestered. Although requested, additional information was not provided.